Manufacturer narrative:
The device will not be received for analysis since it was discarded at the facility. Product investigation performed with the available information confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during an ablation procedure with an intellanav stablepoint catheter, the temperature displayed was 26 degrees celsius for the first energization. The device was removed from the patient, the connections were checked and energization was performed again, but the temperature remained the same. When the catheter was removed from the patient, the temperature displayed was 37 degrees celsius. As a result, the catheter was replaced and the procedure was completed without any patient complications. The catheter is not expected to be returned since it was discarded at the facility.